Event description:
Pt had idet -intradiscal electo thermotherapy- performed on their two lower lumber discs. Pt based their decision to have idet on credible research. Much of this was the research that was done to obtain FDA approval. Pt was the perfect candidate for the procedure. Pt assumed that they would statistically fit into the outcomes. Which were positive. Pt had it done. It worked for awhile. Then after a minor injury, pt was much worse. Pt blamed their worsening condition on the injury. Finally after seeing a neurosurgeon, he told them it was the disc and that he had stopped performing idet. He said he had no idea how the clinical trials obtained the statistics that they did, but he saw almost no improvement in his clinical setting. And, pt kept meeting more and more people who had idet performed. Almost no one has been made better. Most of pts are worse. Yet, no negative data seems to exist about idet. If pt had known the truth, they would have never had idet performed. Pt believes that there was some sort of fraud in the approval of idet. Pt believes that co that manufactures that idet equipment is oratech. No long term studies have yet been performed on idet. Only a few studies exist, yet this procedure is still being "sold". Pt has been made completely disabled. Pt is looking into artifical discs, but at least that research seems to be honest.